Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the deflectable videoscope exhibited electrical debris, foreign matter and corrosion of contact points on the video connector. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. The device was returned without reprocessing. Therefore, the cause of the material remaining in the device could not be determined. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in ltf-s190-5/10 series operation manual chapter 3 preparation and inspection . IFU states the preventative measures in ltf-s190-5/10 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.